Event description:
It was reported that the 9600 sys would not fluoro during a epidural steroid injection procedure. The procedure was completed without incident and no pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The pin on the lemo connector was found pushed in. This was corrected during the svc call. The sys was tested and found to be working as intended and put back into svc.